Event description:
It was reported that the customer was having problems when they were loading the insulin; the motor did not stop, and insulin squirted out during the manual prime process. The mother stated that the device was stuck in the prime loop. The blood glucose reading was 236 mg/dl. Advised the mother that the device would be reported and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched screen, cracked battery tube threads, cracked reservoir tube and lip, and cracked reservoir window.